Event description:
It was reported the pt has heating at the ipg site that lasts for approximately one minute then it subsides. Reportedly this sensation has happened two times, while stimulation was on. F/u determined the pt declined medical intervention. It was reported the physician is exploring other modalities of therapy. On 08/01/2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
Correction/removal report number: 1627487-07262012-001-c. This ipg serial number was included in a field advisories and in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.